Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that the balloon burst during the procedure. A part stayed inside the patient, but was removed. Additional information requested via email.